Event description:
Family member was in the process of refilling pt's pump with insulin. The last step in this process is to attach the pump's catheter to the body, and press a button on the pump that administers a 0.5 unit dose of insulin, essentially to fill up the needle of the catheter. Instead of administering 0.5 units and stopping, the pump just continued to pump insulin into pt at a very rapid pace, until it had given them about 30 units, which is the dose they usually get over 2 days. Fortunately, family member realized that the pump hadn't stopped, because they did not hear the usual beep that signals a stop, and they rushed and stopped the pump manually. They then took emergency measures, like giving pt two injections of glucose called glucagon, provided to counteract severe low blood sugar levels, and had pt drink and eat lots of sugar/sugar products. Family member also called an ambulance, which took pt to emergency. Pt's sugar, even after giving them the shots, had dropped to 41 (a level of 79 or less is considered low) and only the quick actions of family member saved their life. Family has since found out from the FDA that the same pump had a recall issued against it in march 2003, for what appears to be a similar problem.